Event description:
It has been reported to co that during the procedure this device experienced hypotube separation. Reportedly, the wire "cut off" 10cm to the proximal end when the wire was turned with a torque. The device was removed and replaced. There is no report of pt injury. The device is being returned for eval.